Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator exhibited under-sensing. Programming changes were made. Patient condition was stable throughout.